Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector / constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the trunk cable connector was cracked and there were open pulse wires inside the trunk cable. The cause of the gong alarms, damaged connector, and incoming test failure is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged connector.